Manufacturer narrative:
The report of user advisory (ua) 18 (max take-up revolution exceeded) error message was confirmed through review of the archive data retrieved from the autopulse platform (sn (B)(4)); however, the ua 18 error message was not reproduced during functional testing. Review of the archive data confirmed the reported ua 18 error message around the event date which was likely cleared by the user. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported ua 18 error message. The platform was functionally tested and passed all functional testing criteria. Note that the user advisory error messages are designed into the platform when one of several conditions is detected. The error message observed in the archive are easily clearable by user. For example ua 18 alerts the operator that during takeup, the autopulse driveshaft has moved the lifeband past the maximum allowable takeup depth without detecting a patient. This user advisory will persist until the restart button is pressed and the autopulse platform is restarted. Historical records were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that the autopulse platform (sn (B)(4)) displayed a user advisory (ua) 18 (max take-up revolutions exceeded) during patient use. The reporter stated that they were not able to clear the ua 18 error message. No known impact or patient consequence was reported. No further information was provided.